Event description:
Zoll customer support contacted a (B)(6) male pt to exchange his monitor. The pt's download revealed a service code 110 - over-voltage cleared no energy. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 110) was confirmed. Initial evaluation confirmed that the code 110 did not occur during a treatment sequence in the field, rather during routine battery diagnostics. However, as received, the monitor failed incoming pulse testing and displayed code 110 after the fourth test pulse. The cause of the code 110 is a low capacitor voltage. The cause of the low capacitor voltage is fractured solder connection at pins 8-14 of the quad micropower op amp u901 component. The root cause of the fractured solder connections cannot be positively identified but is likely mechanical shock from physical impact. No adverse event resulted from the fractured solder connections. The pt was issued a replacement monitor.